Manufacturer narrative:
Conclusion: exposure of mesh can occur for a variety of reasons, such as inadequate mucosal closure, atrophic vaginal skin or post operative trauma. These sometimes close with time and estrogen therapy. Add'l lot# c000063, expiration date: 01/31/2007.

Event description:
The mesh eroded through vaginal incision. Physician excised the protruding mesh and treated the pt with premarin cream.